Event description:
It was reported that blade could not be removed from screw. After opening femur, insertion of the pfna, opening cortex for pfna blade insertion, the pfna blade and pfn inserter were assembled. The blade was unlocked and the blade rotated freely. Blade was inserted, then the inserter was turned clockwise to stop and the result was that the pfna blade was not locked and the gap was not closed. Blade was removed per technique guide with the extraction screw 356.825 and replaced by a new pfna blade. It was not possible to relock the pfna blade from the extraction screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the tip of the present extraction screw is heavily damaged. Unfortunately the involved pfna blade was not sent back for analysis and not further clinical information is available. For that reason the examination can only be performed on the extraction screw. The review of the manufacturing documents revealed that the extraction screw was manufactured and sold in march 2005 and that it conforms to the specifications the in force. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded. Please note that in the meantime the design of this instrument has been changed and the new design is available under article number 03.010.411.